Event description:
This lead experienced impedance measurements greater than 3200 and complete loss of capture. This lead was capped and the pacing system was reimplanted on the pt's right side. No additional info is available. Should additional info become available, this event will be updated.